Event description:
It was reported by the customer that during a gastric banding procedure, when they opened the device and took it out, they noticed that the band/balloon had a cracked. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Buckle breakage upon visual inspection, it was observed that the snorkel from the reinforcing band was torn. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. A review of the manufacturing process was also performed and it is noted that buckle area is 100% visual inspected therefore it is unlikely that a manufacturing issue contributed to the reported event.